Event description:
Patient had a revision for aseptic loosening of a s&n baseplate cemented with stryker cement.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a revision for aseptic loosening of a s&n baseplate cemented with stryker cement.

Manufacturer narrative:
Reported event: an event regarding loosening involving simplex cement mix was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no relevant records pertaining to this event were provided for review. Product history review: review of the batch manufacturing records indicate packs were manufactured and accepted into final stock on with no relevant reported discrepancies. Complaint history review: there have been no other similar event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.